Event description:
The device was explanted and returned. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary pjp225959s analysis found high current drain, due to a leaky capacitor, which caused the battery to deplete ahead of projected longevity.